Event description:
Customer complaint ((B)(4)) was received 02may2017 via product distributor that customer is having issues with lifecodes hla-dqa1b1 sso typing kit (628930), lot 10205a. Customer reports that multiple indeterminate probes (weak reactivity), specifically beads 242, 274, 281, and 292 are noted as falling below the lot specific cut-off value. Per the product IFU, 2 probes may be indeterminate (falling below the lot specific cut-off value). For this assay, 4 probes were indeterminate, therefore invalidating the assay. It is not known if the customer recognized that this assay was invalid due to the 4 probes resulting as indeterminate. The customer performs the assay with several variations from the protocol described in the lifecodes hla-dqa1b1 sso typing kit IFU (instructions for use). Alternate method to prepare sample volume used in the assay, dna concentration is not quantified it is expected the range they use meets the assay defined range, alternate vendor amplification plates are used. Data provided by the customer points to issues with technique/equipment and not with kit. Additional questions asked of customer were not responded to. Root cause of weakly reactive probes in lifecodes dqab sso kit could not be determined from information received from distributor. Continued monitoring will be done. No further actions are required.